Event description:
Opened one kit and proceeded to do transjugular liver biopsy. As entering the vessel, the first catheter was catching on the stiff bevel of the cannula. Opened another, tried to access vessel with stiff bevel cannula again. They advanced the catheter so that they could get into the vessel, when they pulled back on the catheter to advanced stiff cannula, the catheter sheared off into the vessel. They were able to snare and retrieve it. Pt has sustained any adverse effects. The physician indicated that a couple of days prior, there was an incident where there was flaking of the device, but nothing needed to be retrieved from pt. No adverse effects to the pt.

Manufacturer narrative:
Although images that were provided confirmed the separation, we are not able to determine the root cause for the separation at this time. However, we are aware of the potential for occurrence and measures have previously been taken in an effort to minimize the potential for recurrence. Our IFU that is provided with this device recommends that care should be taken to prevent damage to the straight catheter during removal through the metal stiffing cannula and that leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.